Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification and no unexpected battery failed alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The pump was monitored and no unexpected powering off or blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.